Event description:
The account alleged that the head up will not work on this bed. There are no alarms or codes. The account has replaced the coil with a used valve from another manifold but the problem returned.

Manufacturer narrative:
The account replaced the CPR valve to repair the bed.